Event description:
It was reported there were concerns this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion (pbd). In february the device had two and a half years remaining battery. In june there was one year remaining and currently the device is at three months. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. The replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported. Additional information was later received that confirms the device was explanted and replaced. The device longevity decreased from two years a few months ago to eri at the time of explant. There were no additional adverse patient effects reported.

Event description:
It was reported there were concerns this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion (pbd). In february the device had two and a half years remaining battery. In june there was one year remaining and currently the device is at three months. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. The replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
The returned energen ICD was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported there were concerns this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion (pbd). In february the device had two and a half years remaining battery. In june there was one year remaining and currently the device is at three months. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. The replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported. Additional information was later received that confirms the device was explanted and replaced. The device longevity decreased from two years a few months ago to eri at the time of explant. There were no additional adverse patient effects reported. This device was returned to boston scientific for analysis.